Event description:
Litigation papers allege the patient the acetabular cup was surgically removed and replaced due to loosening and failure. Update: (B)(6) 2011 - operative reports and sticker sheet were received. Part/lot was identified and updated to the complaint. Update: (B)(6) 2011 - litigation papers received provide additional information. They allege that patient also suffered metallosis. The femoral head was added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.